Event description:
It was reported the patient experienced increased pain, but no withdrawal-type symptoms. A volume discrepancy of 31.5% was noted. The actual residual volume was 15 ml and the expected residual volume was 3.5 ml. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).